Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the surgeon had repeated flat tone when using the luke handpiece. The surgeon had repeated problems with this despite trouble shooting tips. Opened another device to complete the case. There was no consequence to pt.